Event description:
It was reported to philips that the system's flexvision monitor had flashing colors and was unable to display live images. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room with a slight delay. The philips remote service engineer (rse) inspected system remotely and confirmed that the system's flexvision monitor flashing colors and was unable to display live images. Upon troubleshooting, the philips field service engineer (fse) found that the dvi video splitter was defective. The supplier's part analysis conclusively determined the cause of the dvi video splitter failure was due to electrical defect. To resolve the issue, the fse replaced the dvi splitter on the frontal, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.